Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened all buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. Customer also reported battery out limit but they were able to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.